Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's audio tones were quiet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the pump's volume was found to be within specifications when tested. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.